Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that intermittent power and flow elevations were observed on (B)(6) 2018. The patient was admitted to the hospital with decreased level of consciousness loc, elevated inr, and CT scan showed subarachnoid hemorrhage sah. The patient was given ffp. Log files were sent for analysis. The patient's ldh was trending down from 222 units/l on (B)(6) 2018 after heparin treatment.

Manufacturer narrative:
A direct correlation between heartmate ii lvas and the report of subarachnoid hemorrhaging could not be conclusively established through this investigation. A specific cause for the reported power elevations or low flow events cannot be conclusively established through this investigation. The patient remains ongoing on lvas support. The hmii lvas IFU lists stroke as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. The hmii lvas IFU also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power, and that pump flow is estimated from pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. It also provides information regarding pi events and potential causes and also explains how to determine the optimal fixed speed for the patient. The alarms and troubleshooting section of this IFU describes all alarm conditions, including the low flow hazards. The manufacturer is closing the file on this event.